Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm that was resolved by an infusion set change. Blood glucose level at the time of the incident was not provided. Customer also reported having an infusion set that was leaking at the insertion site. The customer also reported having multiple blood glucose levels that were too high for the insulin pump to register. The insulin pump was not replaced or returned for analysis.